Manufacturer narrative:
If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. (B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that three intraocular lenses (iols) were found to have hard threadlike material attached to them. The lenses were in the eye when foreign materials were noted. To date, no impact to the patients have been reported. There was no patient injury reported. No further information was provided. This emdr report is for the second intraocular lens. Separate reports will be submitted for the other two lenses.